Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device (max meter). The reporter claimed obtaining a blood glucose reading of "379 mg/dl" with the subject meter, but was unable to provide a result for the other device. The tests were performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results may exceed lifescan's criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.